Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date two to three years prior to the receipt of this report, the patient experienced a hernia to the left side of the groin. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia to the left side of the groin coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia worsened with peritoneal dialysis therapy. The patient was not hospitalized for the event. At the time of this report, there has been no medical intervention for the hernia, but it was reported that the patient was awaiting surgery for the event. Dianeal therapy was ongoing, but it was reported that extraneal therapy was discontinued on an unreported date approximately the middle of the same month this report was received. The patient was not recovered from the event. No additional information is available.